Manufacturer narrative:
(B)(4). No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. Direct product analysis was not possible as the device remains implanted.

Event description:
On (B)(6) 2016, a patient was implanted with a gore® hybrid vascular graft in an arteriovenous application. It was reported that on an unknown date, the hybrid graft occluded at the venous end and a device was placed to reline the graft. On (B)(6) 2016, it was reported both grafts totally occluded. The grafts were abandoned and a catheter was placed for dialysis treatments.